Event description:
It was reported the customer was experiencing high blood glucose. The customer reported waking up to a blood glucose of 600 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and nauseous due to their high blood glucose. Customer stated they had removed their infusion set and observed it being kinked. Troubleshooting found the customer's insulin pump passed all functional testing. Customer's blood glucose declined to 478 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.